Manufacturer narrative:
The product was discarded. Further clinical details and data logs are requested. The distributor has been contacted. The investigation has concluded without further clinical details from user in italy. The root cause of the perforation was the due to the pump being in improper position. The impella was reported to be too deep in the ventricle, causing the pigtail to damage a pre-existing aneurysm.

Event description:
A male patient was admitted for a coronary artery bypass (CABG) surgical procedure. An impella 5.0 was placed prior to the surgical case for hemodynamic support. Of note there was an observation made of a known aneurysm in the left ventricle. The impella pump came in contact with the pre-existing aneurysm when the pump was not appropriately positioned, as it had migrated towards the ventricular apex. The aneurysm was punctured and surgical repair and blood products were needed. Once the repair was done, the impella pump support proceeded. The pump remained on for support til wean and explant.